Event description:
(B)(4). Same case as 2134265-2011-05927. It was reported that during a coronary artery stenting treatment procedure, a side branch occlusion occurred. The target lesion was located in the ramus with 100% stenosis and was 35 mm long with a reference vessel diameter of 2.75 mm. The physician treated the target lesion with pre-dilatation and a 2.75 x 24 mm ion stent overlapped with a 2.25 x 12 mm ion stent. Post-dilatation was performed with 0% residual stenosis. During the index procedure, the site reported that post stent placement there was a side branch event (greater than or equal to 2 mm in diameter) of branch occlusion. The patient was discharged the next day.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).